Event description:
During the angioplasty of an 80% stenosis in the superficial femoral artery, the balloon used in the procedure could not maintain pressure at 6 atmopsheres due to a leak at the hub of the catheter. There is no info about the caracteristics of the vessel, or pt info. The lesion was accessed with a sv wire, a 6fr. Britetip sheath was inserted, and an inflation device was used to pressurize the balloon. It is also noted that the physician had difficulty deflating the balloon for a couple of minutes iwth the inflation device but was eventually able to remove the balloon for the vessel. Once the balloon was retrieved, the physician tested the balloon for abnormalities and noticed a leakage of air at the hub of the balloon catheter. There were no reported pt injuries.